Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, an osteoraptor´s anchor broke during its insertion to the joint, broken pieces were retrieved with tweezers. Patient's bone quality was good. Surgery was resumed after a non-significant delay with a back-up device used in the originally drilled bone, therefore no voids were left in the patient. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, a partial anchor and the suture material were returned. The suture material and anchor fragment are still attached to the insertion device. There is debris on he suture material, anchor fragment and insertion device. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Based on a review of the provided information, there were no clinical factors found which would have contributed to this event. Per the report, this patient was of good bone quality and all the broken pieces were retrieved from inside of the patient with tweezers. It was reported the procedure was completed with a non-significant delay using a back-up device in the same bone hole. Since no harm has been alleged and the patient¿s current health status was reported has good, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and comply with provided percentage composition specifications as measured by ash test. No containment or corrective actions are recommended at this time.